Manufacturer narrative:
The customer canceled the service call. A ge representative will not be evaluating this system at this time.

Event description:
It was reported that the system generated a "collimator stuck" error message during a case. No patient injury was reported.